Manufacturer narrative:
Event date was not reported and approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2009. On an unknown date it was noted that a perforation occurred and the filter was tilted. No patient complications were reported.

Manufacturer narrative:
Event date was not reported and approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2009. On an unknown date it was noted that a perforation occurred and the filter was tilted. No patient complications were reported. It was further reported that the patient had an inferior vena cava (ivc) filter implanted prior to a surgical procedure due to her history of multiple deep vein thrombosis and pulmonary embolisms. Her anticoagulation therapy had to be stopped prior to surgery. The filter tip was placed at the level of the renal veins. The filter was deployed and the legs opened symmetrically and were well aligned. On (B)(6) 2017 an abdominal computed tomography (CT) scan found the filter in place with the superior tip at the level of the renal veins. The struts appeared intact.